Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a roux-en-y gastric bypass, there was swelling at the jejunojejunostomy stemming from the primary diagnosis related to the handle and reload. There was no action was needed to resolve the issue. There was no patient injury.